Event description:
Procedure type: unknown. According to the reporter: inner seal broke during case and fell into the patient cavity. The pieces are clear and it was hard to see, but all pieces were recovered. No patient harm was reported. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
(B) (4). (B) (4).